Event description:
It was reported that the patient with an ambicor penile prosthesis (app) device had a cylinder that did not inflate. The app was removed, and an ams 700 inflatable penile prosthesis was implanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an ambicor penile prosthesis (app) device had a cylinder that did not inflate. The app was removed, and an ams 700 inflatable penile prosthesis was implanted. There were no patient complications.

Event description:
It was reported that the patient with an ambicor penile prosthesis (app) device had a cylinder that did not inflate. The app was removed, and an ams 700 inflatable penile prosthesis was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device underwent a thorough analysis. The cylinders were visually and microscopically inspected. Cylinder one had a leak from wear in the proximal end of the cylinder. Cylinder one had a bulge when inflated with a syringe. Cylinder two passed leakage testing. The pump was visually and microscopically inspected. The pump passed the leakage testing. Analysis confirmed the reported clinical observations.